Event description:
It was reported the customer experienced high blood glucose levels (300-500 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, customer was not properly correcting for his elevated blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.